Manufacturer narrative:
The customer stated that he does not clean the neck of the bottle before dispensing the control solution. He also does not use a flat, clean, and non-absorbing surface, but directly applies the drop of control solution on the test strip. As per the contour next control solution user guide, "remove the bottle cap and use a tissue to wipe away any solution around the bottle tip before dispensing a drop. Squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply the control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that the customer performed a control test using the contour next ez meter and obtained a reading of 163 mg/dl at 10:20 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 9bv2g53 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.